Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue while pumping on trainer. Subsequently, the stm discovered a server watch dog test error in the event log. The stm replaced the executive processor board as suggested in the service manual for resolving this error. In addition, it was discovered that the seal in the front area of front end board was not adhered to the surface and may have allowed fluid ingress into the area of front end board and executive processor board. The stm replaced the front end board due to possible fluid ingress. The stm completed repair with full calibration, functional testing and safety check that met factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) displayed an internal communication error during the transport of a patient. There was no patient harm or injury and no adverse event reported.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) displayed an internal communication error during the transport of a patient. There was no patient harm or injury and no adverse event reported.